Manufacturer narrative:
The cause of the controller alarm was communication error between 4-in-1 and kbd due to kbd malfunction. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm in training. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.